Manufacturer narrative:
The reported events were helix damage and unspecified capture issues. A complete lead was returned in one piece with the helix bent and clogged with blood/tissue. The reported event of helix damage was confirmed. Visual and x-ray examinations found the helix was bent consistent with procedural damage. The cause of the reported event of helix damage is consistent with procedural damage. The reported event of unspecified capture issues was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician could not get a good r prime on the electrocardiogram (EKG) with the right ventricular (rv) lead. It was noted that the helix of the rv lead was bent after the physician removed the delivery sheath. The rv lead was not used and replaced. The patient was discharged and no patient consequences were reported.